Event description:
It was reported from the analysis of the returned product that suture degradation was observed. It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown surgery, when the nurse opened the package, it was noticed that the suture was easily broken, and the use was stopped due to concerns about the deterioration of the suture. Another package of the same product was opened and used, and the surgery was not affected. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: it was reported that the use of the suture was stopped, when was the suture easily broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. When a nurse removed the suture from the package, the nurse noticed that the suture easily broke, so it was suspected that there was a possibility of suture degradation. Therefore, the suture was not used for the patient. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. One open sample with some suture pieces was returned for analysis. During the visual inspection of the returned sample, the suture cannot be dispensed since have begun the degradation process; this caused the suture to be broken. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.